Event description:
We received a report from a consumer following the implant of a zmb00 intraocular lens (iol) in the right eye, that she found her vision to be unsatisfactory. Approximately six months after the surgery, the physican implanted another iol ("piggy back"). The patient complains that her reading and distance vision is still poor.

Manufacturer narrative:
Corrected data: correct implant date that was submitted on initial MDR to (B)(6) 2014. Manufacturing record review: the manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The in-line optical inspection data shows the lens is within power specification. There were no non conformances with respect to the sterilization process. There were no process and / or material changes within production order number. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Left empty as the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.